Manufacturer narrative:
(B)(4). Concomitant medical products: 00784301306, femoral stem beaded fullcoat 12/14 neck taper std. Body std. Offset size 13 13 mm distal dia. 160 mm length, 60116566. 00620005420, shell porous with holes 54 mm o.d., 60080725. 00631005032, liner 10 degree elevated rim 32 mm i.d. For use with 50/52/54 mm o.d. Shells, 60148580. 00625006525, bone screw self-tapping 6.5 mm dia. 25 mm length, 60127384. 00625006525, bone screw self-tapping 6.5 mm dia. 25 mm length, 60127384. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2022 - 00922, 0002648920 - 2022 - 00076, 0001822565 - 2022 - 00923. Customer has indicated that the product will not be returned to zimmer biomet for investigation, product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient developed pain, underwent test and had an incision and drainage done approximately 1-year post implantation. During the procedure expression of fluid was noted and some scar tissue was removed. Implants all remained implanted. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed via medical records review by a health care professional. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. It has been determined that this device did not cause or contribute to the reported event. The initial report was submitted in error and should be voided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information on the reported event.